Event description:
Pt underwent left inguinal hernia repair with mesh from ethicon prolene mesh pm11 lot rbe609 exp 1/2007. Ethicon recently reported the existence of counterfeit mesh with above lot number. At this time, the pt is not exhibiting any side effects.